Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent the permanent precedure on (B)(6) 2015. Post operatively the patient could not feel stimulation in the targeted area. As a result, the patient's lead was revised on (B)(6) 2015. The issue was resolved by surgical intervention.